Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump device was used in the esophagus during an achalasia dilation procedure performed on an unknown date. According to the complainant, prior the procedure, it was noted that the needle does not start on zero on the dial, and the gauge needle did not move when pressure was applied. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.